Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Reporter performed back-to-back blood glucose tests with results of 199 and 160 mg/dl. Reporter states control solution tests were 119 and 131 mg/dl. Reporter cleaned meter while in contact with lifescan. Reporter was not experiencing any symptoms.